Manufacturer narrative:
Product analysis: no additional information received. Upon receipt at medtronic¿s quality laboratory, the valve was visually inspected with no anomalies noted. The serial number was verified to be correct. The valve leaflets were fully mobile. The valve was inspected and functionally tested per manufacturing procedure and met specifications. The carbon components and stiffening ring were dimensionally inspected and met engineering specifications. The device history record was reviewed. The valve was built to specification and met all inspection and acceptance criteria. A conclusive cause of the reported event could not be determined as the device met specification and the complaint could not be confirmed during the analysis of the returned valve.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this 27mm mechanical valve, the leaflets were checked for proper functioning. During this check one leaflet was not opening and closing properly/completely and the leaflet motion was not smooth. The valve was rotated with no change. After closure of the atrium, the valve was checked by echocardiogram and blood flow was poor. The valve was explanted and another manufacturer's valve was implanted. No adverse patient effects were reported.